Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure, a type 3b endoleak was identified. The patient was reported as stable. An intervention has been scheduled and the patient is currently stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted, therefore no evaluation was completed. At the completion of the clinical assessment, the reported type iiib endoleak was unconfirmed due to a lack of receipt of relevant medical records and/or imaging. Procedure related harms, device, user or anatomy relatedness of this event could not be determined with the medical records/ images available for review. The final patient status was reported to be stable post successful secondary procedure. However, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: method code: remove code 4117. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure, a type 3b endoleak was identified. The patient was reported as stable. Additional information: the physician completed a re-intervention and elected to re-line the existing grafts with ovation ix abdominal stent graft system. The patient did great and is stable.